Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, the patient underwent the open reduction internal fixation with the fns for a medial fracture of the femoral neck. The patient fell several weeks after the surgery and was under observation. Migration/cut-out was confirmed on (B)(6) 2022. The revision surgery for removal of the fns and the bipolar hip arthroplasty will be performed on (B)(6) 2022. Although the fracture was outside the scope of the osteosynthesis, the surgeon decided to perform the open reduction internal fixation with the femoral neck system (fns) to reduce bleeding because of the underlying disease. This event might have been caused by the fall. Revision surgery was done on (B)(6) 2022. Fns implants in question were removed and replaced with bha. The revision surgery was completed successfully with 1 hour delay. The delay in surgery is due to instrument breakage of other companies' products. No further information is available. This is report 2 of 4 for (B)(4). This report is for a bolt for fns.

Manufacturer narrative:
Date of event: date of cut out is unknown date in 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Device history report: part # 04.168.280s, lot # 262p498, manufacturing site: (B)(4), release to warehouse date: 12.july.2021, expiry date: 01.july.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.